Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 9.8 cm to 10.4 cm and at 43.1 cm to 44.4 cm from the connector pin. The abrasions were consistent with constant friction with another implantable device.

Event description:
It was reported that the ventricular lead exhibited high thresholds. The lead was explanted and replaced.